Manufacturer narrative:
Device evaluation summary: during installation the service personnel (sp) reported that, ventilator was not active when connected to the ac (alternate current) power and generated an alarm. The issue was noted to be an out of box failure. To address the issue, the sp replaced the power supply with new one. After replacement, the ventilator passed all testing per manufacturer specifications. One power supply was returned to medtronic for further analysis. A visual inspection was conducted and no anomalies were observed. The component was attached to the failure investigation test ventilator for analysis. The ventilator was powered up normally; however, the ventilator lost power intermittently. The dc voltage outputs v1 to v6 were unstable. The fault could not be recreated afterwards despite vibrating the unit and physically stressing the printed circuit boards and components. The fault is most likely to have been caused by a fractured solder joint on a printed circuit board in the vbulk / vbias section of the circuit. The likely cause of the event was isolated to the fractured solder joint on pcb of the power supply due to vendor process. The event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during installation the 840 ventilator was not active when connected to the ac (alternate current) power and generated an alarm. The issue was noted to be an out of box failure. The ventilator was not in use on a patient at the time of the reported event.